Event description:
About three weeks after treatment in the nasolabial folds with juvederm (volume/concentration unk) the pt experienced a sore, red and raw throat. The pt stated that the physician diagnosed an allergic reaction and prescribed clarinex. The pt experienced an allergic reaction to clarinex and states the physician then prescribed penicillin. The pt went to her primary care physician who did a throat culture. The pt is taking no concomitant therapies and had no known allergies until the reaction to clarinex. The pt requested that the physicians not be contacted. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on 09/08/2008.